Manufacturer narrative:
No raw data was available to be provided. The results were recorded in an excel file which did not include the reagent lot number used, therefore a full investigation of the reagent lot could not be performed. While it is difficult to pinpoint, the reason for the discrepancies observed by the customer is likely sample specific. Although there is no raw data to evaluate, some causes could be that the samples are at the limit of detection (lod) of the cobas 6800 assay. Samples at the lod of an assay can be expected to generate wavering results upon repeat with the same platform or different platforms.

Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted as the samples were run for verification purposes, no erroneous result were reported to patient and/or medical personnel. The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems ((B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4). Facility name truncated due to character limit: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged discrepant results for 2 patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. The alleged samples initially generated sars-cov-2 positive results with the cepheid quadplex plus assay. The samples were repeated on the cobas 6800 and the results were sars-cov-2 negative. The results were not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue.